Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: e1 telephone number. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the reported that due to damage on the cable unit, the endoscopic image could not be displayed. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.